Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user¿s ilet screen cracked after striking the corner of a desk while in their pocket. The screen became unresponsive, and the user switched to back-up therapy. A replacement was arranged via overnight shipping. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.